Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with a 2.0 basal rate and monitored five days. Several boluses were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. Unit was downloaded and all bolus delivered were found at the carelink report. Unit had minor scratched lcd window, cracked lcd window, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker. Pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 64, 74, and 46 mg/dl at the time of the incident. The customer was at 159 mg/dl at the time of the call. The customer used juice, sugar, and food to treat the low, as well as suspending the pump. The customer called their doctor who advised them to take off the pump. The customer was wearing the insulin pump during the incident. The customer believes the pump over delivered insulin as they went low even after suspending the pump. Troubleshooting was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/ compromised force sensor system test, excessive no delivery test and displacement test. Unit was programmed with a 2.0 u/h basal rate and monitored 5 days. Several bolus were also delivered. Device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the insulin pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. Unit was downloaded and all bolus delivered were found at the carelink report. Device had minor scratched lcd window, cracked lcd window, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker. Insulin pump passed the delivery accuracy test test at 0.08740 inches.